Event description:
It was reported that during an interventional procedure, the guide wire was sticky. Another unused wire from this batch was also returned for analysis. Add'l info has been requested. Same as MFR report 6000130-2004-00073.